Event description:
As reported, the dpt is defective because the pressure measured higher than the patient's real pressure. No other details were provided. No patient injury was reported.

Manufacturer narrative:
The unit was discarded at the hospital. A review of the manufacturing records could not be completed without a lot number. The complaint could not be confirmed without return of the device. As noted in the product IFU: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. It is not known if some clinical factors may have contributed to the complaint. No actions will be taken at this time.